Event description:
It was reported by the caller that during an atrial fibrillation (afib) procedure the patient developed a small pericardial effusion. The patient remained stable and was transferred to the critical care unit (ccu) for observation. No intervention was performed. The caller stated that the event was caused by a non bwi product. On 03/29/2019, clarification was received from the biosense webster field representative that the physician had stated that the st. Jude sl1 transseptal sheath went up the right ventricle and came out multiple times which is what caused the pericardial effusion. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).